Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up, the device looked similar to implant except a small jet less than .5mm was noted in the 90 degree view on the limbus side. The patient was then taken off eliquis. Due to the patients history of thrombocytopenia the physicians decided to not start the patient on plavix but just aspirin. The patient went to a different local hospital in (B)(6) 2021 for an unhealing abdominal wound. A computed tomography (CT) was performed and a large thrombus in the left atrium was noted on the face of the watchman device. The imaging was referred back to the implanting hospital and the physicians restarted eliquis. The current plan is to continue eliquis and reimage in 3-4 weeks and continue monitoring until the thrombus is resolved.